Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Upon device return, analysis of the catheter ((B)(4)) had acceptable testing. The catheter was returned in segments. Analysis of the catheter ((B)(4)) found that the sutureless connector had a non-significant indent in the seal which did not affect infusion. (B)(4)

Event description:
Since undergoing a catheter revision, the patient had not been getting good therapy. Initially, he had been able to walk, but progressively became unable to walk. The physician performed a catheter access port study but was unable to aspirate the catheter. On the date of report, a catheter revision was performed; the physician performed a laminectomy and found the catheter to be epidural. The device system was being used to deliver lioresal. The outcome of the event had yet to be reported. Further follow-up was being requested to obtain additional information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.